Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display screen was timing out sooner than the 120 seconds that the time setting was set to. Customer's blood glucose was 92 mg/dl. Reportedly, customer continued to use the pump fro insulin therapy.